Event description:
It was reported that during a da vinci s surgical procedure, the insertion axis of the camera arm would not move. The surgical staff undocked the camera arm, undraped it, and re-homed, however, the insertion axis still would not move when pressing the clutch switch on top of the camera arm. The pt was under anesthesia and port incisions had been created when the surgeon made the decision to abort the planned procedure. No pt harm adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The ecm was returned to isi for eval. Engineering discovered that the lower part of the insertion axis carriage rails, thus preventing the carriage from moving downward. As of 08/27/2009, there have been no reported recurrences of the issue at this hospital.